Event description:
MFR unable to locate the hcp for pt. Pt initially reported "blisters" under the antenna area. On follow-up the pt had resolved the problem of the blisters and reported that pt had received shocks from device sufficient to "knock the pt down". The last event resulted in a bruised hip. These shocks occurred when the antenna "slipped" and pt placed the unit back in its proper place without turning it off. Follow-up with this pt will continue to try to evaluate the device.